Event description:
According to the literature, a retrospective study compared the outcomes of laparoscopic gastrectomy versus robotic gastrectomy in the treatment of patients with primary gastric cancer between january 2013 and december 2017. There were 2697 patients included in the study. It was noted that lymph node dissection was accomplished with a device or competitor device. Complications included intra-abdominal bleeding, luminal bleeding, and conversion to open. Interventions and patient outcomes were not reported.

Manufacturer narrative:
Han-kwang yang clinical outcomes of robotic and laparoscopic gastrectomy using propensity score matching method: data of 5-year period in a korean high-volume gastric cancer center date of publication: 3 april 2025 / https://doi.org/10.1016/j.ejso.2025.110014 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.